Event description:
Healthcare professional (hcp) reported that patient was injected in upper and lower lips with 0.5ml juvéderm volbella® xc. Approximately nine months later, patient developed edema and inflammatory nodules at injection sites. Approximately two months later, patient was treated with prednisone 20mg for seven days and kenalog 40mg. Approximately one month later, symptoms resolved. Hcp also noted the causality could be a "possible hypersensitivity reaction to 2nd covid vaccine or asymptomatic covid."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.